Event description:
It was reported to boston scientific via an article published in the bmc urology journal. The study was to evaluate the efficacy and safety of combining flexible ureteroscopy (furs) with potassium sodium hydrogen citrate (pshc) for the treatment of 20-30 mm uric acid renal stones. A retrospective analysis was performed involving 130 patients from july 2021 to may 2024. The patients were placed in the dorsal lithotomy position under general anesthesia. Furthermore, a ureteral access sheath was inserted alongside the guidewire under direct visualization. Postoperatively, some patients developed fever; five were treated with non-steroidal anti-inflammatory drugs, while an additional eight required further antibiotic therapy based on urine or blood culture results. Two patients reported stomach discomfort after using pshc, one patient experienced lumbago, and a slight subcapsular hematoma was noted on the CT scan. Additionally, postoperative septic shock was recorded in one patient, who presented with a high fever, elevated procalcitonin levels, and reduced blood pressure.

Manufacturer narrative:
Block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf patient code e233605captures the reportable event septic shock. Imdrf patient code e2311captures the reportable event discomfort. Imdrf patient code e1302 captures the reportable event hematuria. Imdrf patient code e2330 captures the reportable event pain. Imdrf patient code e230101 captures the reportable event fever. Imdrf patient code e2321 captures the reportable event hypotension. Imdrf patient code e0505 captures the reportable event hematoma impact code f2303 captures the reportable event of medication required. Literature source: huang, r., min-jun, j., chen, j., cao, z., wang, z., ma, z., lin, g., and xu, c. Bmc urology journal. Flexible ureteroscopy combined with potassium sodium hydrogen citrate (pshc) intervention improves the stone-free rate (sfr) for 20-30 mm uric acid renal stones. Huang et al. Bmc urology (2025) 25:29, https://doi.org/10.1186/s12894-025-01710-0.